Event description:
Please note: this report pertains to the second of two devices that were used during the same procedure. Refer to manufacturer report # 3005099803-2008-048523 for a description of the second device. A prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, approximately twenty minutes into the procedure the catheter leaked and the anchoring balloon "blew out." The physician completed the procedure with another prolieve thermodilatation kit. No pt complications were reported as a result of this event. This pt's condition was reported as "fine."

Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and te cause for this event.